Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of connection to the device. Reprogramming and troubleshooting attempts could not resolve the issue. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report is submitted on february 23, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, due to poor performance. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 01, 2023.

Manufacturer narrative:
Correction: the previous MDR submitted on february 23, 2022 was filed inadvertently. The device was not explanted. This report is submitted on march 25, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 3, 2023.